Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material strength". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the statlock foley product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the plastic swivel clip had broken off within a day or two after use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the plastic swivel clip had broken off within a day or two after use.